Manufacturer narrative:
The subject device was returned to omsc for evaluation. As a result of the evaluation on november 30, 2016, omsc confirmed that the coating on the outer surface of the jaw was worn and partially came off. There were no damages regarding the malfunction of the subject device. The manufacturing record was reviewed with no irregularities. These types of coating damage and malfunction are most likely related to the operator's technique. Based on the past similar cases, it was known that the coating was partially peeled when the device was scraped by other hard instrument. Also, it was known that an error was caused by activation with saline or blood present on the probe tip and the jaw, and consequently the device stopped. The instruction manual of the subject device already states. Warnings: if the grasping section, metal-exposed area around it or the probe tip gets filthy during treatment, wipe it with a soft object such as a piece of gauze or a brush. Do not attempt to scrape it with a sharp object such as a scalpel or the tip of tweezers. Otherwise, the grasping section, metal-exposed area around it, the fluorine resin part, a coated surface or the probe tip may be scratched and damaged, which may lead to fall-off of the damaged part into the body cavity or burns of the tissue by a high-frequency leak current output due to destruction of the insulation structure. Warnings: if an error is generated due to the start of output while blood or saline is attached, remove it with gauze.

Event description:
The subject device was used during an uncertain procedure. The subject device did not work during use. It was not reported that whether the subject device was replaced and whether the procedure was completed. There was no patient injury reported.the subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The evaluation on november 30, 2016 confirmed that the coating on the outer surface of the jaw was worn and partially came off.